Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a pump error 53 alarm (software error detected), and the insulin pump was unable to pair with the transmitter, showing a "device not found" alert followed by the error. The customer reported no adverse event. The event involved product mmt-1886. Troubleshooting was performed, including assisting the customer in clearing the alarm, completing the rewind process, and performing a self-test, which the pump passed. The customer was also assisted in navigating to the "paired devices" screen, deleting or unpairing the transmitter, and attempting to re-pair it with the pump. Despite these steps, the "device not found" alert and "pump error 53" alarm persisted. The customer was advised to discontinue pump use, revert to an alternative therapy as per the healthcare provider's instructions, and place the pump in storage mode by removing the battery and pressing the back button until the screen turned off. No harm requiring medical intervention was reported. Mmt-1886 was requested, and the customer's response was that the device will be returned.

Manufacturer narrative:
Pump passed the self test and displacement test. The test guardian link communicated or paired properly with the pump noted. No communication anomaly noted. No device not found followed by pump error 53 alarm during testing. Thump software was utilized and downloaded trace/history files properly. In further analysis in the pump history found multiple pump error 53 alarm (file number: 709, line number: 1216) on 09/09/2025 at 12:59:00.000, 13:47:00.000 and 13:57:33.000. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The sc1 cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and scratched case during the visual inspection. Customer alleged not confirmed for pump unable to pair to the transmitter and pump alert with "device not found" followed by pump error 53 alarm, however, pump error 53 alarm confirmed in the pump history, problem isolated to the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.